Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. It is unknown what may have caused the patient¿s pseudomonas peritonitis and constipation with the information at hand. However, there have been no reported allegations nor is there any documentation that indicates a liberty select cycler/ liberty cycler set malfunction caused or contributed to this event; nor any documentation that supports a causal relationship. Peritonitis is a well-known complication of pd therapy and constipation is also common in pd patients. Although a direct causal relationship could not be confirmed, a temporal relationship between the liberty select cycler/liberty cycler set and the patient¿s abdominal pain, constipation, ileus and pseudomonas peritonitis event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient presented to the emergency room with abdominal discomfort and distention. A pd effluent culture was performed and yielded growth of pseudomonas luteola. The patient was treated with an unknown dose of gentamycin and ceftazidime. The patient continued pd therapy during hospitalization. During the patient¿s hospitalization it was discovered that the patient had ileus and constipation. Details surrounding treatment for ileus and constipation are unknown however they were resolved during the hospital course. The patient was discharged eight days later with ongoing course of antibiotics. The patient continued pd therapy. The patient is recovering from the peritonitis event with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.